Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the orif surgery for fracture of shaft of clavicle. During insertion of a 1st screw, the screw broke at its neck when the surgeon turned the screw a short time after the screw contacted a plate. It was confirmed by x-ray that there were no fragments of the screw left in the patient¿s body. The surgery was completed successfully within 30 minutes delay. The surgeon commented on the causes of the event as follows. Since the screw head was flat, crimping was applied to a screw hole at a point, and the stress may have concentrated to a point at the base of the screw head. The force used to turn the screw may have been a little strong. This report is for one (1) lwprof metaphys compres scr ø2.7 self-ta. This is report 1 of 1 for complaint (B)(4).